Event description:
It was reported that during a rotator cuff repair, it was noticed that the helicoil knotless anchor broke when rotating the tail end halfway. The broken fragments were removed using tweezers; however the tip was left in the original drilled bone hole. The procedure was resumed after a non-significant surgical delay, using an equivalent smith and nephew back up product on an additional bone hole, leaving no void in the patient. Patient is fine and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference:(B)(4). H3, h6 this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor and distal plug were not returned. The proximal anchor was returned deformed and fractured. Image attached. The insertion device has no visible defects. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A material assessment found that based on the condition of the product material found during visual inspection, it was determined that additional material testing is not required. An image evaluation the device inserter with an anchor attached at the distal end. The anchor shows a portion of its tip missing, indicating a fracture of the component. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include an application of unintended inappropriate or excessive force to prematurely activate the device. Based on this investigation, the need for corrective action is not indicated.